Event description:
It was reported that a spectrum pump would not automatically restart after downstream occlusion test. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'would not automatically restart after downstream occlusion test' which was not reproduced during evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation ensured auto-restart function was on. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.